Manufacturer narrative:
(B)(4) follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. It was reported that a sticky liquid was observed inside the syringe. To support our investigation, three samples were provided to our quality team for evaluation. Upon visual inspection, evidence of silicone was observed on the syringe stopper. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2506050 confirmed that all values were within established limits. The returned samples underwent the same testing and confirmed the silicone was within the required limits. A comprehensive device history record (DHR) review for reported lot 2506050 was completed. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. In addition, six retained samples were evaluated. No visible silicone deposits were found, and silicone content testing confirmed that the samples met all required specifications. The syringes are individually packaged and sterilized using ethylene oxide (eto), this process does not alter silicone appearance or cause silicone to pool within the barrel. Based on the sample evaluation, retained sample analysis, and device history review, bd did not observe any manufacturing issue with the product or lot reported. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
As per the investigation findings, silicone content testing was performed and the values were found to be within required limits.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial MDR if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: customer noticed sticky liquid inside the syringe when opening the package in pharmacy. Before use.